Event description:
As reported per the edwards field clinical specialist (fcs), the patient experienced pulseless electrical activity (pea), post transapical valve implant. Vasopressors and inotropes were given and CPR was initiated. The patients bp started to come back up. The patient was paced and a balloon pump was placed. An epicardial lead was placed for back up. The patient was transferred to the ICU. On echo, he had critical aortic valve stenosis with a calculated aortic valve area of 0.7cm2 and mean pressure gradient across the aortic valve of 34mmhg. Maximum velocity across the valve was 4 meters/second. His ejection fraction was 45%. He also had at least moderate mitral and tricuspid insufficiency with right ventricular systolic pressure of 40-45mmhg. Cardiac catheterization revealed patent left internal mammary artery to the lad with a chronically occluded nondominant right coronary artery with some minor disease in the circumflex system, which had previously been stented. Per follow up, the patient is doing well. There is a little residual confusion and memory loss, but functionally great. There is a very small pleural effusion and rhythm is back to normal.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, no bleeding events were reported. The cause of the patient¿s pea is unknown, however, the patient¿s extensive medical history could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.